Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a heart rate lower than the programmed lower limit of their implantable cardioverter defibrillator (ICD). Additionally, undersensing on the right atrial (ra) lead is observed, possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af events. The ICD and ra lead remains in use. No further patient complications have been reported as a result of this event.